Event description:
The recipient reportedly experienced a pocket of fluid over the implant. The recipient was prescribed augmentin x10 days with rifampin for days 6-10 of augmentin. The recipient's condition has improved and has resumed limited device use.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient's condition has fully resolved and the recipient has reportedly resumed full time device use. No further details will be provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.